Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a display anomaly. The customer¿s blood glucose level was 10.6 mmol/l. It was reported that the pump accidentally dropped and it was flashing gray and white. The customer was advised to put in storage mode and will send replacement pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No missing segments and partial display or flashing display noted during testing.